Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads exhibited small sustained increases in pacing thresholds and small sustained decreases in pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.